Event description:
A cracked and shattered touchscreen was reported after the customer fell onto the pump. There was no adverse impact to the customer's blood glucose level. The customer continued using their current pump while awaiting a replacement, which was arranged by customer technical support. The customer was informed of the need to program settings and connect their cgm to the new pump and was instructed to return the damaged pump within ten days using a provided return box and prepaid label.